Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a blood glucose level over 600 mg/dl. The customer stated he has been having high blood glucose levels for 3 days. The customer experienced thirst and frequent urination as symptoms of his high blood glucose level. The customer treated himself with an injection. The customer received multiple no delivery alarms from his insulin pump. Standard troubleshooting was performed. The customer stated there was a hard spot on the area of his leg where he normally inserts. The customer said the no delivery alarm was resolved by an unomedical infusion set change. The product is not being returned. Nothing further was reported.